Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 571 mg/dl. The customer stated that she had to leave work that day, and started vomiting when she got home. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No damage to the drive support cap noted. The customer stated that her blood glucose levels elevated because the infusion set came off after bumping it on a tote bag. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.